Manufacturer narrative:
(B)(4). Photos of a 040 humidifier adaptor connected to a reservoir were provided for evaluation. The images did not show adaptor packaging, so product code and lot number product could not be determined. The adaptor body was white, and the snap cap was clear. A sleeve appeared to be present on the adaptor body. The proximal end of the snap cap appeared to have a vertical split. The sample is needed to characterize the defect. No other visual defects were observed. The water reservoir depicted was labeled with lbl022033 r00. The label indicated 003-40f lot 20b055. The trigger tab on the reservoir appeared intact. Device history record review of the reported 003-40f lot 20b055 showed two adaptor lots were packaged with water reservoirs: 01h19 and 12m19. Since the photos received for evaluation did not include the packaging of the adaptor, the adaptor lot number cannot be confirmed. The manufacturing event log for adaptor lot 01h19 shows no issues that may have contributed to the quality issue reported. The manufacturing event log for adaptor lot 12m 19 includes "jam up snap cap" corrected by "cleared" and "restart". For both adaptor lots 01h19 and 12m19: process parameters were within specification; qa inspections were acceptable; and package integrity tests were acceptable. Customer complaint cannot be confirmed based only on the information provided. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: the adaptor is fragile. When it is screwed to the maximum, it cracks with the weight of the bottle. It was reported there was an oxygen leak. No patient harm and no medical intervention required.